Event description:
It was reported that during an unk procedure, the staples were malformed. The device was changed to another one to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.